Event description:
Arthritis of both knees [arthritis]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g f 20) injection at a dose of 2ml in both knees. The lot number of the synvisc injection was not provided. On an unspecified date in (B)(6) 2012, pt developed arthritis. The action taken with synvisc treatment was not provided. The event of arthritis had not recovered. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. Additional info was received on 02/02/2012 from a physician regarding a pt with mild gonarthrosis of both knees (kellgren and lawrence grade ii primary medical gonarthrosis with osteophyte). The pt's medical history is significant for heart disorder, hypertension and viscosupplementation with other hyaluronate sodium (product name unspecified). On (B)(6) 2011, the pt had first synvisc injection into external suprapatellar pouch of both knees under sterilized technique. On (B)(6) 2012, the pt received third injection of synvisc. On (B)(6) 2012, swelling, fluid retention and pain developed at the whole area of both knees. The same day arthrocentesis was performed and yellow opacified fluid was aspirated. The physician diagnosed swelling, pain and fluid retention as symptoms of arthritis. The intensity for the event of arthritis of both knees was moderate. The reporting physician addressed the relationship between synvisc and the event of arthritis of both knees as probable.

Manufacturer narrative:
The qa (quality assurance investigation results were received on 03/28/2012. Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.